Event description:
It was reported that during a dilation of a dialysis shunt, blades loosened. The 70% stenotic, concentric shaped, de novo lesion was located in a dialysis shunt in the non-tortuous and non-calcified vessel. The target lesion was 5mm long and 7mm wide without any bend. The physician advanced the 6.00mm x 2.0cm flextome otw cutting balloon to the shunt for dilatation and upon inflation to 5atms the balloon ruptured and two of the blades partially loosened at the proximal end of the balloon. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable..

Event description:
It was further reported that the stenosis was in the dialysis shunt which was placed in the left lower arm.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).